Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter. The physician attempted to aspirate the vessel and noticed that the occlusion balloon had deflated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.